Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the patient's presenting calcification product problems advancing the delivery catheter system (dcs). Advancing was challenging, but it was possible. Following deployment of the initial valve, prior to dislodgement, moderate paravalvular leak (pvl) was reported. As a result, the post dilation was performed. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with moderate aortic regurgitation and severe calcification within both the access vessels and then entire aorta up to the left ventricular outflow tract (lvot), complications were reported due to the access vessel calcification. A 20 mm pre-implant balloon aortic valvuloplasty (bav) was performed. The delivery catheter system (dcs) was advanced, and the valve was deployed. Once deployed, unspecified insufficiency was reported. A post implant dilation was performed using a 23 mm balloon while the patient was paced at 150 beats per minute (bpm). Instability was observed within the balloon, which dislodged the valve. Due to the calcification and tortuosity of the patient, the team elected to advance a loop through the left radial approach to snare the migrated valve. A second transcatheter valve was prepped. Once the deployment of the valve began, it was evident the valve was at a depth of 5 mm. As the pacemaker was disconnected, ventricular fibrillation was reported. A defibrillator shock was administered and the patient recovered to sinus rhythm. The team elected to fully release the valve. The procedure concluded with stable hemodynamics and mild paravalvular leak (pvl). No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutr-29, serial/lot #: (B)(4), ubd: 22-dec-2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valve remained implanted, so no product analysis could be performed. Images were submitted to medtronic for review. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: based on the available information, the reported paravalvular leak (pvl) was related to the valve, as the valve did not provide adequate seal. The cause of the dislodgement was likely improper pacing during the post-implant balloon aortic valvuloplasty (bav), as instability was reported within the balloon. The image review indicated improper pacing. Ventricular fibrillation could have been caused by the valve or other device that came in contact with the heart (ex: guidewire). All reported adverse events are documented within the risk files and instructions for use. No action is required. The excerpt of the image subject matter expert (sme) review report follows: pre-implant computed tomography (CT) imaging was provided. The patient had an annular perimeter of 78.9 mm and perimeter derived diameter of 25.1 mm, suggesting a 29 mm evolut valve size. The aortic root angulation was 49°. The patient¿s aortic valve was tri-leaflet and heavily calcified. The ilio-femoral arteries appeared heavily calcified. Plaque/thrombus with irregular luminal borders was seen on the outer curvature of the aortic arch, descending thoracic aorta, and abdominal aorta. Calcified dissection and concentric calcification was seen in right common iliac artery. Calcified dissection with significant thrombus was seen in left common iliac artery. Intra procedural angiographic images were provided for review. It was reported that a pre valve implant bav was performed using a 20mm balloon. Medtronic recommends ¿balloon selection should be short (4 ¿ 5 cm), straight, and sized to the CT derived minor axis of the native valve: if using a non-compliant balloon (i.e., bard true balloon¿*), subtract 1 mm from the CT derived minor axis.¿ in this case, the minor axis of the annulus was 23.2mm suggesting a 23mm balloon, or 22mm non-compliant. The first valve was deployed to 80% and depth assessment was performed in the cusp overlap and left anterior oblique views which confirmed an appropriate depth; 3mm at the non-coronary cusp (ncc) and 5mm at the left coronary cusp (lcc) approximately. The valve appeared to be constrained in the cusp overlap which would justify the aortic insufficiency/pvl seen after release. The post bav balloon size was reported to be a 23mm balloon. If a post bav is warranted, medtronic recommends ¿compliant / semi-compliant balloons: = perimeter derived diameter of the native annulus. Non-compliant balloons: = 1 mm less than the perimeter-derived diameter of the native annulus.¿ in this case, the perimeter derived diameter was 25.1mm suggesting the use of a 25mm balloon or 1mm less for a non-compliant balloon. The valve dislodged during the post bav, with what appeared to be due to improper pacing. Medtronic recommends verifying that pacing is functioning properly with 1:1 capture before performing a bav. A second valve was implanted valve in valve. Residual aortic insufficiency/pvl post valve in valve was reported, however, there is no evidence that an additional post bav was performed following the second valve implant. Pvl is a known potential adverse effect per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The reported heavy calcification and the constrained valve noted during the image review are likely contributing causes for the reported pvl (and inadequate valve seal). Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. As reported and supported by the medical safety review and image review, the cause of the dislodgement was likely improper pacing during the post-implant bav. A conclusive root cause for the under expansion noted during the image review could not be determined, however the reported heavy calcification is likely a contributing factor. A post-bav was performed, however it could not resolve the under expansion as the valve dislodged. The reported ventricular fibrillation is a type of conduction disturbance. Conduction disturbances are known potential adverse effects per the device IFU. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Per the medical safety assessment, the ventricular fibrillation could have been caused by the valve or other device that comes in contact with the heart (ex: guidewire). However, a conclusive root cause could not be determined from the information available. Review of the device history record (DHR) and frame record for this device was performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.